Manufacturer narrative:
Visual evaluation under magnification shows no electrode wear and no signs of activation. The wand was connected to a compatible controller and registered an e-5 error. The error was by-passed and the wand was activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and performed as intended. Further investigation of the connector revealed a component failure; therefore, the complaint of the device generating an alarm has been confirmed and the root cause is related to excess solder on the connector pins; therefore, causing the controller to produce an alarm. Complaints will continue to be monitored.

Event description:
It was reported that during a procedure using an ambient super multivac 50 ifs, the device generated an alarm and it would not work. The procedure was completed using a competitive device. There were no patient complications reported as a result of this event.